Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was reported that the basal delivery totals in the total daily dose did not match the active basal program with no known cause for the variation. The reporter stated that the user blood glucose (bg) readings were at or below 70 mg/dl; however, there was no report that the bg readings reached 40 mg/dl. There were no reported symptoms associated with hypoglycemia, nor was there a report of assistance by a third party, loss of consciousness, or seizure. The alleged bg excursion does not meet animas criteria for a serious injury and is therefore not reportable as an adverse event. This issue is being reported as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 3-may-2018 with the following findings: review of the total daily dose amounts showed the totals added up correctly to reflect the user¿s programmed basal target. The pump was powered on and ez-prime steps successfully completed. The pump was exercised for 24 hours without any errors, alarms or warnings. Accuracy testing revealed the pump was delivering accurately and within range. Investigation did not duplicate the inaccurate delivery complaint.